Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted for tea colored urine, shortness of breath, high ldh, and chronic driveline infection. An echo was performed to evaluate for pump thrombus and pump function. The patient was administered medication and there is a possibility of a pump exchange.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.